Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited pauses in pacing during surgery in which electrocautery was used. Boston scientific technical services (ts) advised the clinician regarding magnet use as this does not affect brady pacing, the only way to get asynchronous pacing is by programming off-electrocautery mode on. There were no adverse patient effects reported.